Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was unit received with operating currents within specifications. No battery out limit alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was recieved with cracked case at display window corners. Device was received with scratched lcd window. Device was received with broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.